Manufacturer narrative:
Product was not returned. Based on the info provided by the customer, the calculations do not support an over delivery to occur. Several contact attempts to f/u have not resulted in any additional info.

Event description:
The customer alleged that the pt received 83.2 ml over the course of nine hrs. There is no medical intervention involved and the pt is now stable. The customer provided conflicting info regarding the event as follows: on (B)(6) 2013 at 7:50 am, customer alleged that the pump was set up at 19:25 pm to infuse 4 ml morphine in every 15 minutes on demand, no basal rate. The bag had 83 mg. At 4:40 am, the pump alarmed empty and the bag was empty. Customer alleged the drug library had changed and that the pump now indicated the drug was ropribicine/sentanyl. On (B)(6) 2013 at 8:20 am, customer provided the dose was 1 ml in every 15 minutes on demand and 36 ml every hr.